Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, customer loss consciousness and emergency medical services were called and took customer to the emergency room. Recommendation was made to consult with a healthcare provider regarding diabetes management.